Event description:
A patient reported blood glucose results of "_225_ mg/dl" with a lifescan meter and "-150_ mg/dl" on a laboratory device, performed within _10_ minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy.